Event description:
It was reported that the automated pimr pull back speed suddenly slowed down and then it was noticed that the inline digital display (ild) measurement at the same lesion showed 56.8 mm in video loop 2 and 27.2 mm in video loop 3.

Manufacturer narrative:
(B)(4). The MFR's field service engineer attached a catheter into the pimr used during the procedure and connected to the imaging system, the reported complaint of the pimr being slowed during pull back was not duplicated. The event log was reviewed and showed as follows: "(B)(6) 2012, 15:47:02 exception type: class pimmgrexception. Exception code: pullback stopped due to resistance." Based on the event log, the pimr slowing down during pull back was likely due to the resistance felt during the procedure. The pimr replaced as goodwill gesture, and it was reported that the imaging system is fully operational. The MFR is continuing to investigate the root cause of the different measurement results and to determine if there is a corrective action required. A supplemental report will be submitted when the MFR's investigation is complete.